Manufacturer narrative:
The universal surgical manipulator (usm) was returned for failure analysis and the reported failure of error 23103 was replicated on the system. The usm was tested and passed all tests. Further investigation in remote fe field logs showed errors 23103 and 23105 relating to wrist encoder latency. As a precaution, the wrist zettlex encoder boards will be replaced.

Manufacturer narrative:
Based on the claim against the product by the customer noting repeated error 23103 on the usm 1, an investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse confirmed the error 23103 on the distal set up joint (suj). The isi fse replaced the distal suj to correct the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The complaint regarding repeated error 23103 on usm 1 was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue. Intuitive surgical, inc. (Isi) has received the usm, however, failure analysis has not completed their investigation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted when failure analysis has completed their investigation. This complaint is being reported due to the following conclusion: a usm was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted general splenectomy surgical procedure, the staff encountered a repeated error 23103 on the universal surgical manipulator (usm) 1. Prior to calling for support the customer had power cycled the system, however the issue persisted. The intuitive surgical, inc. (Isi) technical service engineer reviewed the onsite logs which reflected a repeated error code of 23103 on the set up join (suj) 1 at the distal wrist. The staff performed a hard power cycle of the system, however the issue persisted. The surgeon reported that they could complete the procedure with three arms. The staff disabled usm 1 and proceeded with three arms. The procedure was completed as planned with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.